Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the existing production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.

Event description:
Ous MDR - it was reported to us that a lead perforation was detected during the implantation. No deterioration of the patient's state of health was reported. A new lead was implanted.